Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for loose cap with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had the stopper creep out or loose closure. The following information was provided by the initial reporter: the customer stated ¿there was a loose cap during air delivery.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® edta (k2e) 5.4mg blood collection tubes had the stopper creep out or loose closure. The following information was provided by the initial reporter: the customer stated ¿there was a loose cap during air delivery.¿